Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed self test, unexpected error test, rewind, basic occlusion test and displacement test. However, unable to prime during prime test due to faulty force sensor system. Unable to perform occlusion test, excessive no delivery test or displacement accuracy test due to prime anomaly. Unable to verify under delivery anomaly or absence of occlusion alarm due to prime anomaly. The pump was received with cracked battery tube threads, minor scratches on case, cracked reservoir tube lip, cracked case at display window corners, cracked belt clip slot, stained end cap address label, minor scratches on reservoir tube window and minor scratches on lcd window.

Event description:
The customer reported via phone call that they experienced high blood glucose of 325 mg/dl. Customer¿s current blood glucose value is 168 mg/dl. The customer did not experience any symptoms as a result of high blood glucose. Troubleshooting was done for high blood glucose and under delivery. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering. The customer performed high pressure test and it did failed. The insulin pump will be returned for analysis.